Event description:
Additional information received indicates that noise was occurring on the rv lead. The rv lead was explanted and replaced to resolve the event. After rv lead explant, the physician observed insulation damage on the rv lead. The patient was stable

Event description:
Additional information received indicates that rv leads pacing impedance and sensing are going down. The patient is stable.

Manufacturer narrative:
Additional information: d10, h3, and h6. The reported events of insulation damage, low pacing lead impedance, r-wave amp variation and noise were confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found clavicle crush damaging all the lumens and polytetrafluoroethylene liner distal to the suture sleeve tie impression. Ethylene tetrafluoroethylene coating of one ring electrode cable was also damaged in this location. The cause of the reported events were isolated to clavicle crush.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, low pacing impedance was observed on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.